Manufacturer narrative:
(B)(4). Instrument a: firing shuttle. Instrument b: batch # : h50d1z, exp date: 01/10/2016; MFR date: 02/10/2011; (B)(4); instrument b: batch # : h5049x, exp date: 12/17/2011; MFR date: 01/17/2011; (B)(4). The analysis results found that one ec60 device (a) was returned in good visual condition and with a fully loaded with staples reload. The device was noted to have the firing mechanism damaged. The returned device was disassembled to verify the condition of the internal components and the firing shuttle spring post was found broken, not allowing the firing mechanism to function. The returned reload was tested for functionality with a test device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the firing shuttle spring post became broke; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments. The ec60 device (b) was returned without a reload and the visual inspection showed the 3-stroke indicator disk was damaged. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all staples as intended. Event could not be confirmed as no reload was returned for analysis. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The analysis results found that one ec60 device (c) was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted and no reload was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic "ileus" procedure, in the first instrument, there was no feedback of grasping the firing trigger after closing and the staples were not deployed at all. In the second instrument, although the firing trigger could be grasped at the 1st stroke, there was no feedback of grasping the firing trigger from the 2nd stroke. The jaws were released by pulling up the manual release lever. The proximal part's deployed staples of the 1st stroke were b-formed shape and the acral parts were unformed. Another third instrument was used to complete the case. There were no adverse consequences for the patient. The doctor commented as follows; it had no difficulties in grasping the closing lever and an unexpected sound was not heard. As the target tissue was small bowel, the jaws did not clamp thick tissue.